Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the working channel sleeve protruded out of the spyscope ds catheter. A hydrajagwire and a non bsc guidewire were inside the spyscope ds when it protruded. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the accessory devices. The procedure was completed with a second spyscope digital access and delivery catheter.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.